Manufacturer narrative:
Explant date: 2016. Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 2000014868, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a pain whether the stimulation is on or off and feels like a needle poked to the pocket site. It was also mentioned that a white area in her skin at the pocket site was noted. The patient underwent an explant procedure. No further information could be obtained.